Event description:
During the implant procedure, the stylet was unable to advance into the right atrial (ra) lead. The event was resolved by replacing the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of problem to introduce the stylet was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. The stylet was inserted all the way through the lead and removed without any obstructions. Visual and x-ray examination did not find any anomalies.